Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthese for evaluation, however photos were provided for review. Review of the provided photo revealed that the slap hammer stopper on the device is broken off. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary in total knee replacement, during the procedure, the surgeon when positioning the test, this piece breaks in the proximal handle, leaving two broken pieces. It ends cx without affecting the patient. Another piece of the uncomplicated material is used. The device associated with this report was returned to depuy synthes for evaluation. Visual examination can confirm that the handle is broken. No other finding is seen . The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and a functional test for the sp2 slap hammer attachment were not performed since it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sp2 slap hammer attachment would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photo revealed that the slap hammer stopper on the device is broken off. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. According to the information received, "in total knee replacement, during the procedure, the surgeon when positioning the test, this piece breaks in the proximal handle, leaving two broken pieces. It ends cx without affecting the patient. Another piece of the uncomplicated material is used". The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿camscanner 15-08-2023 18.14¿. The photo investigation revealed that the slap hammer stopper on the 966510, sp2 slap hammer attachment is broken off. Based on the reported condition, a dimensional inspection and document/specification review were not required. The overall complaint was confirmed as the observed condition of the 966510, sp2 slap hammer attachment would contribute to the complained device issue. A root cause could not be determined using the available evidence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during total knee replacement, when the surgeon was positioning the test, this piece broke in the proximal handle, leaving two broken pieces. It ends cx without affecting the patient. Another piece of the uncomplicated material is used.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.